Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Tampon thread breaking [device breakage] cause was traced to manufacturing [manufacturing issue] . Case narrative: consumer reported via email that the tampon threads are breaking during removal. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon thread breaking [device breakage]. Case narrative: consumer reported via email that the tampon threads are breaking during removal. No injury reported.